Manufacturer narrative:
Apoc incident # (B)(4) . The investigation was completed on 03/25/2020. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result in an (B)(6) year old male with chest pain and seizures. There was no additional patient information available at the time of this report. Method: I-stat, date: 11/26/2019, time: 22:23, pt/inr: 55.9 / 5.0. Lab, 11/28/2019, 22:30, 28.1 / 2.81. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.